Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020. Blood glucose reading was so high that it could not be read by the device. The customer was treated with intravenous insulin and saline drip at the hospital. Customer did not allege the insulin pump of under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, insulin pump alarmed insulin flow blocked during the basic occlusion test due to dried insulin on the motor slide. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, broken belt clip rails and minor scratched lcd window.